Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was off with no power. They had tried using a few batteries but they did not help resolve the issue. It was noted that a piece was missing from the battery cap. The customer¿s blood glucose was unknown. They had insulin pens as their back-up plan. They will be sent a replacement battery cap. The insulin pump will not be returned for analysis.